Event description:
Based on additional information received on 23-feb- 2018, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention and hospitalization was added to event of infections/ methylobacterium spp. This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 28-dec-2017 from health care professional. This case concerns a male patient (age not provided) who received treatment with synvisc one injection and after unknown latency had infections/ methylobacterium spp no medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection at a dose of 6 ml once (batch/lot number, expiration date: not provided) for knee pain. Patient also stated once the lidocaine wore off the right knee it was extremely painful. On (B)(6) 2017, patient presented with sudden onset right knee pain and swelling after a synvisc one injection. On the same day, patient had sterile body fluid culture (aerobic) which showed abnormal methylobacterium spp. On an unknown date in (B)(6) 2017, after unknown latency, patient had infection. Patient had two emergency visits, second with admission and IV (intravenous) antibiotic and extensive debridement. It was reported that the events were related to the product. Corrective treatment: IV antibiotic, debridement. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention and hospitalization additional information was received on 23-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 23-feb-2018. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention and hospitalization was added to event of infections/ methylobacterium spp. Product details updated. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 23-feb-2018: this case concerns a male patient who received synvisc one injection and later had methylobacterium infection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
Based on additional information received on 23-feb- 2018, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention and hospitalization was added to event of infections/ methylobacterium spp. This case is cross referred with the case (B)(4)(cluster). This unsolicited case from united states was received on (b)(6_ 2017 from health care professional. This case concerns a male patient (age not provided) who received treatment with synvisc one injection and after unknown latency had infections/ methylobacterium spp. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection at a dose of 6 ml once (batch/lot number, expiration date: not provided) for knee pain. Patient also stated once the lidocaine (local anesthetic) wore off the right knee it was extremely painful. On (B)(6) 2017, patient presented with sudden onset right knee pain and swelling after a synvisc one injection. Patient also stated once the lidocaine wore off the right knee was extremely painful. On the same day, patient had sterile body fluid culture (aerobic) which showed abnormal methylobacterium spp. On the same day, the patient had infection. Patient had two emergency visits, second with admission and IV (intravenous) antibiotic and extensive debridement. It was reported that the events were related to the product. The patient had 2 ed visits, second with admission and IV antibiotics and extensive debridement. On an unknown date, the patient recovered from infections/ methylobacterium spp. Corrective treatment: IV antibiotic, debridement. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention and hospitalization additional information was received on 23-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 23-feb-2018. This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention and hospitalization was added to event of infections/ methylobacterium spp. Product details updated. Clinical course updated. Text was amended accordingly. Additional information was received on 14-mar-2018. Event onset date was updated for the event of infections/ methylobacterium spp. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 14-mar-2018: the follow up information received does not change the previous case assessment. This case concerns a male patient who received synvisc one injection and later had methylobacterium infection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.